Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the reportable malfunction was due to the change setting being incorrect for the device connections. However, since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
In speaking with the olympus technical assistance center (tac), the customer reported that the lcd monitor was getting no image. Instructed the contact, to power cycle the monitor, cycle through pip/pop and input select option sin cv-190, cycle through the ports a and b in monitor, and confirm cabling coming out of cv-190 to the monitor. Confirmed that cabling was not going directly to this monitor but instead to an adapter box, then in went the wall and coming out of the ceiling to connect to this monitor. While troubleshooting with tac, another staff member walked over and pressed a button labeled "cv" and this started sending the video signal to the monitor and fixed the issue. Caller confirmed issue resolved and swiftly ended the call. The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
The customer reported to olympus technical assistance center (tac), that the lcd monitor was getting no image. It is unknown when the issue occurred. There were no reports of patient harm.